Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6)2017. No additional event or patient information is available. Transmitter data was received for evaluation but further investigation cannot be completed to confirm the reported issue. The complaint of an inaccuracy could not be confirmed. A root cause could not be determined. The receiver was returned for evaluation. An exterior physical visual inspection was performed and passed. Receiver charged and will boot passed. Receiver functional tester passed. Receiver data download was retrieved. The customer complaint was confirmed because cgm inaccuracy was observed in the logs. A root cause could not be determined via product evaluation.